Event description:
It was reported that the psee45a was not firing after closure on pulmonary artery, once positioned, the device had no activation. A new battery was retrieved and replaced but still no activation. The manual override was opened and activated. A new device was opened and a successful firing was completed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 710a55. Additional information was requested, and the following was obtained: is the current patient status known? See response/email from surgeon below was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) See response/email below. "I was performing a minimally invasive right lower lobectomy (lung resection). The ongoing (main) pulmonary artery had a small injury that had been controlled with a clip. Once dissected, I asked for a 45mm stapler with a vascular load. The stapler had not been opened or used yet. The stapler was placed across the pa and, before clamping, I removed the clip. I then closed the stapler, which controlled the bleeding. I pulled back the safety and pressed the trigger and nothing happened. I tried multiple times with no different result. I opened and closed the jaws again, no change. We replaced the battery, which also did not work. In the end, I had to use a new stapler and vascular load - but before doing so had to call for blood, prepare for possible thoracotomy, and call in a senior colleague due to the potential for catastrophic life-threatening bleeding (exsanguination would occur in 3-5 minutes) if the pulmonary artery had been injured further during this process and I was not able to otherwise get control. Fortunately, I was able to get the stapler across and divide the pa, thus controlling the injury, without incident, and the patient did not have an adverse outcome related to this equipment failure." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received unfired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device lot/batch number, x9563y, and no non-conformances were identified. Manufacturing date: 06/12/2022, expiration date: 05/31/2025.